Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her blood glucose level was 400 mg/dl when her sensor glucose reading was 287 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test and sensor failed per specifications due to high readings.